Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement which was confirmed through fluoroscopy. A new lead with different model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Field b1 adverse event/product problem was inadvertently left blank in the previous submission.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement which was confirmed through fluoroscopy. A new lead with different model was implanted. No additional adverse patient effects were reported.